Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected replace battery now alarm in the long trace and pump history noted. However, the power management tool confirmed pump error was triggered when backup battery loaded voltage was less for four consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Unit received with cracked case corner of the belt clip rails near the battery compartment, serial number label fading and minor scratches on lcd window.

Event description:
The customer reported via phone call that a low battery alert was not received prior to off no power alert on the insulin pump. The customer's blood glucose reading was unknown at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.